Event description:
On (B)(6) 2010 ,the pt reported that the up button of his infusion device was damaged by a roll of aluminum and no longer functions. He noticed the button no longer worked while he was attempting to program a bolus. He switched to his backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.